Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a flow-limiting dissection of the tibioperoneal trunk (tpt) artery occurred post-atherectomy. Two lesions were treated. The left mid-sfa lesion was 70-80% stenotic, severely calcified, and exhibited tandem lesions 20mm in length. The tpt lesion was 80% stenotic, severely calcified, and 25mm in length. Two patent run-off vessels were present prior to therapy. The mid-sfa lesion was treated with 1.5mm solid crown oad which was spun for one run at low speed (16sec), and at medium speed for one run (16sec) for a total run time of 32sec. The residual stenosis was 5%. The tpt lesion was treated with 1.5mm solid crown oad which was spun for three runs at low speed (17sec, 15sec, 18sec) for a total run time of 50sec. The residual stenosis was 95%. At this point, a tpt dissection was noted. The dissection was treated with a 2.5x20mm balloon for four inflations at 3atms each for a total inflation time of 67sec. A 2.75x32mm stent was then placed. The residual stenosis was 15%. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 31 of 33 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).